Manufacturer narrative:
Please disregard the previously reported. Device code 1250 as this issue was captured separately under manufacturer report number 9616066-2020-00159.

Event description:
It was reported that during an infusion of fentanyl, the pump module failed to alarm for occlusion and medication leaked all over the floor. The IV tubing set was found to be clamped distal to the pump but no "occlusion patient side" alarm went off to notify the rn. It was uncertain how much medication did not get delivered to the patient. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional information requested, but was not provided.

Event description:
It was reported that during an infusion of fentanyl, the pump module failed to alarm for occlusion and medication leaked all over the floor. The IV tubing set was found to be clamped distal to the pump but no "occlusion patient side" alarm went off to notify the rn. It was uncertain how much medication did not get delivered to the patient. Additional information requested, but was not provided.